Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was 489 mg/dl and the customer was vomiting. The customer had not taken any actions to correct bg levels at the time of the event. The contact attempted to reload the existing cartridge and received a minimum fill message. Reportedly, the customer was able to load a new cartridge and bg levels had stabilized to the 100's (mg/dl).